Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. Under and oversensing was also observed. The lead remains in use. No patient complications have been reported as a result of this event.